Event description:
Medics responded to a cardiac call, patient diagnosed as v-fib. Disposable defibrillation electrodes were attached to the patient. Reportedly when a shock was attempted, the device displayed the message connect electrodes. All the connections were checked in an effort to clear the message. The electrodes were removed and hard paddles attached to the device. An attempt was made to charge the device, reportedly the device displayed the message paddles leads off. The patient was not resuscitated. The reporter stated patient outcome not due to device operation. The reporter's opinion was based on an assessment of the patient's lack of viability.